Event description:
It was reported that after the central venous catheter (cvc) was placed for the pt and they connected the IV tubing, the tubing was then flushed with heparinized saline solution. A leak was observed at the stopcock. They feel the leak was coming from the seam where it is bonded together. As a result, the clinician replaced the stopcock with a new one from their inventory. There was no delay in treatment, no pt death and no pt complications were reported. The pt's outcome was normal. Reference MDR #2242445-2011-00056 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.